Manufacturer narrative:
The removed sensor board was returned to the failure investigation lab (fi). A visual inspection of the sensor board revealed no evidence of damage or contamination. The fi technician installed the sensor board into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test, and no-fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 19jun2020.

Event description:
It was reported that the unit had an air valve liftoff failure and a high oxygen (o2) failure. The patient was set to get 40% oxygen; however, the unit was delivering 95-98%. Attempts to reset the alarm were unsuccessful and then after entering into diagnostic mode, the unit declared the air liftoff valve failure with a dark screen and alarm beeps. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) evaluated the unit and determined that the sensor board was needed to resolve the high o2 and the blower motor controller was needed to resolve the air liftoff valve failure. The fse replaced the sensor board and blower motor controller and the issue was resolved. The unit passed all testing.

Manufacturer narrative:
G4: 27apr2021. B4: 28apr2021. The removed motor control printed circuit board assembly (mc pcba) was returned to the failure investigation lab (fi). A visual inspection of the mc pcba revealed evidence of damage and contamination. The fi technician installed the mc pcba into a fi ventilator to duplicate the reported issue. The reported issue was confirmed and cause was a damaged j3 connector and trace connection. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.